Manufacturer narrative:
The suspect device was returned to olympus for evaluation, upon inspection it was noted the inlet connector was burnt on the power cord. The investigation is ongoing, and a definitive root cause of the reported event cannot be determined at this time. If additional information becomes available, this report will be supplemented accordingly.

Event description:
A user facility returned to olympus their maintenance unit with unknown failure. Upon inspection and testing of the customer returned device, it was observed the inlet connector is damaged. This report is being submitted for the malfunction found during evaluation. Attempts to retrieve additional information from the customer are in progress. There were no reported patient harm, death or injuries related to this event.

Manufacturer narrative:
Correction to g3 of the initial medwatch. The aware date should be 16-feb-2022. Investigation activities have been opened to manage the actions related to this report and any required MDR reporting.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the damaged inlet power switch could not be determined. Olympus will continue to monitor field performance for this device.

Event description:
This device is a leak tester only used in reprocessing to pressurize the endoscopes. There was no patient involvement.